Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover would bind when going from full extension to docking. The x-stage cover was replaced and the bellows cover was reformed to prevent hitting the internal hanger. The imaging system then passed the system checkout and was found to be fully functional. The damaged x-stage cover was returned for analysis. Analysis confirmed the reported issue of being unable to dock. The x-stage cover failed visual inspection and structural damage was noted at the panel docking pin hole. Physical damage confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the image acquisition system (ias) is not able to dock. There was no patient present when this issue was identified.